Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's actual residual volume was greater than the expected residual volume. The actual residual volume was 33, the expected residual volume was 6. The patient had not had good pain relief. The patient's health care provider performed a roller study and a dye study about a month ago and the results showed no issues. The drug in the pump at the time of the event was not reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.